Event description:
Healthcare professional reported right side capsular contracture baker grade unknown as well as rupture. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, and rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown as well as rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold and opening on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior and bladder, stress marks and wear abrasion. Base on the device analysis the final assessment is: striated opening assessed as surgical damage.